Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and high blood glucose levels. The customer's blood glucose level at the time of incident was 325mg/dl. The customer's most current level was unknown, but their levels had gone as high as 400mg/dl. The customer treated the high with manual injection. The customer mentioned having had two calibration issues after an MRI, but had previously called about it. Troubleshoot was conducted. The customer declined to conduct high pressure testing. The customer's blood glucose level at the end of call was 206mg/dl. No further assistance provided at this time.